Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post procedure, the jaws of the device will not open. There was no patient injury.